Event description:
The patient was here for surgery to have a spinal cord stimulator implanted in the thoracic spine. The scs lead was on the instrument table when the scrub tech noticed that the protective sleeves or covering on the wires was able to be slid away from the wires. The item was removed from the table and a new scs lead was put on the table for use during the surgery.